Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the reported issue. The downloaded data also showed that the event date was (B)(6) 2019. Field b3 - event date has been updated. Physio determined that the likely cause of the reported issue was due to the customer using old batteries in the device that were manufactured in 2014 and 2016.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.